Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a coronary procedure to treat a lesion in the right coronary artery (rca), radial approach was chosen for the procedure. Successful lesion pre-dilatation and intravascular ultra sound (ivus) were conducted; then the 3.0x33mm cypher stent delivery system (sds) was delivered to the lesion; however, the device would not cross the lesion due to the calcified area. Therefore, to conduct pre-dilatation again, the sds was removed, however, the sds got stuck at the calcification of the vessel and wouldn't move. While the physician was moving the sds by pushing or pulling for removal, the stent dislodged from the sds. However, the stent remained on the guidewire and the physician removed the stent with a snare. The procedure was finished by conduction balloon angioplasty only. There were no adverse events reported for the pt.